Event description:
On 2/13/92, at approximately 6:45 p.m., orderly was assisting resident from wheelchair to bed when resident lost his balance and fell to the floor. Wheelchair collasped and fell with resident. Seat of the wheelchair was not secured on the left side (glides were missing from front and back on the left side). Wheelchair did not cause the resident to lose his balance; however it was noted after the fall, the glides were missing. Resident received laceration to the right side of foreheaddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.